Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present in device.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus 22ga was used for mediastinal lymph node in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2026. During the procedure, it was reported that the luer lock was cracked, after about 7 passes of the needle, making it impossible to flush the needle with water or air to expel the specimen. Additionally, little black pieces of foreign material were found in the specimen jar. The procedure was completed with another needle. There were no patient complications reported as a result of this event.